Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Pre-procedure elective coronary angiography=diffuse disease of the left anterior descending (lad) artery, with involvement of the diagonal branches, and severe proximal disease of the left circumflex (lcx) artery, with ostial involvement. The right coronary artery (rca) had diffuse atheroma, but no flow-limiting lesions. Pre-procedure transthoracic echocardiography=left ventricular hypertrophy with normal systolic and valvular function. During procedure: mean arterial pressure=40 mm hg concomitant products: 2.5x12 emerge, 2.0x12 emerge dilatation catheters, 6 fr ebu 3.5 guide catheter, 2.75x23 xience prime stent, 40 cc maquet iabp. There was no reported device malfunction. The reported patient effects of hypotension and occlusion are known potential patient effects as listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll) everolimus eluting coronary stent system instructions for use. Although, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling and the treatments appear to be related to the operational context of the procedure. Attachment: antonios n. Pavlidis, md, phd; simon r. Redwood, mbbs, md and brian r. Clapp, ma, phd.(j invasive cardiol 2014;26(5):e50-e51): combined hemodynamic support with the impella 2.5 device and intra-aortic balloon pump for management of refractory cardiogenic shock.

Event description:
It was reported through a research article that the proximal 3.0x28 xience prime and the distal 2.75x23 xience prime were implanted in the predilated left anterior descending coronary artery and may be related to a significant impairment in coronary artery flow in the proximal diagonal artery, bradycardia, hypotension, and refractory cardiogenic shock. Flow was restored with another stent. An intra-aortic balloon pump (iabp), temporary pacing wire, left ventricular assist device, and noradrenaline were administered to the patient. Inotropic support was weaned off within a few hours of admission to the intensive care unit, the impella device was successfully removed 24 hours later, and the patient was weaned from the iabp 36 hours later. After a prolonged gradual recovery, the patient was transferred to her local renal unit for ongoing rehabilitation. Echocardiography on discharge showed normal lv function. Details are listed in the attached article, titled, combined hemodynamic support with the impella 2.5 device and intra-aortic balloon pump for management of refractory cardiogenic shock.